Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer addressed high bg with turning the pump off. Reportedly, the customer used an alternate power source to successfully charge the pump. The customer continued to use the pump for insulin therapy.